Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), ruptured ectopic pregnancy ("ruptured corneal ectopic pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included chickenpox. Concurrent conditions included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2005, (B)(6) 2007), ovarian cyst and yeast infection. Concomitant products included fluconazole (diflucan). In (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and dyspareunia was resolving and the ruptured ectopic pregnancy, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, ruptured ectopic pregnancy, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: laparoscopic finding showed a norm 1 size globular uterus with moderate appearance suggestive of adenomyosis. Both tubes ap eared to be normal. Both right and left fallopian tubes showed the presence of essure by palpation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion(right tube occluded) pregnancy test urine - on (B)(6) 2009: positive hysterosalpingogram showed com left right tubal occlusion and a patent left fallopian tube. Ultrasound done on (B)(6) 2009, showed an irregular sac in the uterine cavity. CT scan showed a large pneumoperitoneum and the ovarian cyst. The patient and her husband were counseled extensively regarding the need for an exploratory laparotomy. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events abdominal pain, ectopic pregnancy, dyspareunia, pelvic pain, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and ectopic pregnancy, ruptured corneal ectopic pregnancy, abdominal pain, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and device ineffective were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), ruptured ectopic pregnancy ("ruptured corneal ectopic pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included chickenpox. Concurrent conditions included multigravida, parity 3 (B)(6) 2004, (B)(6) 2005, (B)(6) 2007), ovarian cyst and yeast infection. Concomitant products included fluconazole (diflucan). In (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and dyspareunia was resolving and the ruptured ectopic pregnancy, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, ruptured ectopic pregnancy, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: laparoscopic finding showed a norm 1 size globular uterus with moderate appearance suggestive of adenomyosis. Both tubes ap eared to be normal. Both right and left fallopian tubes showed the presence of essure by palpation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion(right tube occluded) pregnancy test urine - on (B)(6) 2009: positive hysterosalpingogram showed com left right tubal occlusion and a patent left fallopian tube.ultrasound done on (B)(6) 2009, showed an irregular sac in the uterine cavity. CT scan showed a large pneumoperitoneum and the ovarian cyst. The patient and her husband were counseled extensively regarding the need for an exploratory laparotomy. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events abdominal pain, ectopic pregnancy, dyspareunia, pelvic pain, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.